Manufacturer narrative:
(B)(4). Batch #: t93u95. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No patient consequences. Investigation summary, the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received disassemble with the nose cone cracked. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components and the internal wires got disconnected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device broke as someone dropped it on the floor. No more information available.